Event description:
The nurse reported to sales rep that when opening the implant the centrilizer with the wings were missing.

Manufacturer narrative:
An event regarding missing centralizer involving an exeter stem was reported. The event was not confirmed. Visual inspection: the inner blister, exeter stem and packing foams were returned. The wingless centraliser was not returned. A label for (B)(4), lot g3647022 had been placed in the inner blister with the returned device. However the returned device was (B)(4) lot g3634865. The sales rep confirmed that the issue was with the lot referenced on the returned label (i.e. G3647022). - device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the root cause of this event could not be determined based on the information provided. It was reported that when the device was opened during surgery, it was found that it did not contain the winged centraliser. The sales rep however was not present to confirm the event and the device returned for evaluation was from another lot. The exeter stem is supplied with 1 winged and 1 non-winged centralizer. The exeter winged centraliser is supplied packaged with the exeter stem and also supplied as a separately packaged component 'exeter winged centraliser (B)(4).'

Event description:
The nurse reported to sales rep that when opening the implant the centrilizer with the wings were missing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.